Event description:
It was reported that during the most recent evaluation this pacemaker was found to be operating in safety mode. The patient was reported to be pacemaker dependent. Device replacement procedure was scheduled. As of this time, this pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.